Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had low flow and suction alarms. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist device (vad) was not returned for evaluation. The reported low flow and suction events were confirmed through log file analysis which revealed 69 low flow alarms recorded since (B)(6) 2018 and 183 suction alarms recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low flow and suction alarms were related to the patient¿s condition.